Event description:
I had noticed a correlation between wearing my new phonak hearing aids and sore throats. This got worse over time, leading to hoarseness and a nearly complete loss of voice. Unable to find any information on this from my audiologist or on audiology and phonak websites, I found several references to this adverse effect on medical websites, including webmd, nih, and cleveland clinic, stating clearly that this comes from stimulation of the vagus nerve by the hearing aid. When presented with this finding, phonak gave me a full refund, despite being well past the "trial" period. That says a lot. However, I don't think many people will make the connection between their hearing aids and their throat and larynx, perhaps doing serious harm over time (likely the same as smoking), and the industry is clearly concealing this health and safety issue. I would like it to be known. It became clear, after the fact, that my audiologist knew about this risk all along.